Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22251m). Two repeat cue covid-19 tests performed on (B)(6) 2022 and one performed on (B)(6) 2022 provided negative results. On (B)(6) 2022, customer tested negative with celltrion diatrust covid-19 ag rapid test. Customer reported a pcr test result is pending from dragonfly phd taken on (B)(6) 2022. The customer did not provide the pcr test result. Customer reported stomach issues, sore throat, and minor headache all weekend. Cartridges were stored according to instructions for use.